Manufacturer narrative:
The device has not been received for evaluation due to the sample being unavailable. Should companion samples be received for evaluation, a follow-up report will be filed upon completion of the evaluation. (B)(4).

Event description:
The customer reported to baxter (B)(4) that when hooking up the bags of chemotherapy solution the facility noticed the product was leaking through the tubing. This incident occurred with the interlink vented paclitaxel set. This incident occurred during patient use. There was no patient injury or medical intervention associated with this report. No additional information was available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. However, a batch review was performed on the reported lot and no deviations were noted.